Manufacturer narrative:
The complainant indicated that the stent remains implanted, and the delivery device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. If any additional relevant information is received, a supplemental MDR will be submitted.

Event description:
It was reported via a physician's conference presentation that two days after a carotid stent grafting and stenting treatment procedure, the patient died. The patient had a history of long-standing esophageal and hypopharyngeal cancer with multiple episodes of bleeding. Nine months following the last intervention, the patient experienced massive bleeding for three days, which was diagnosed as a type iii endoleak. The physician placed a 10x50 mm wallgraft to achieve immediate hemostasis. The patient died secondary to a transfusion complication two days later. Per the physician, "although endoleak is a well-known complication of using a stent-graft to treat aortic aneurysms, we know of no reports pertaining to management of an endoleak after deployment of a self-expandable stent-graft in a diseased carotid artery." The physician cannot be sure the death is directly related to the device.